Event description:
Initial information was reported by a physician to a sales representative on 06/17/2010: a female pt was treated with poly-l-lactic (sculptra aesthetic, lot # and exp date unk) for cosmetic purposes. Physician injected pt about 2 weeks ago and now she has developed small red papules at the site of each injection. It is unk how soon the pt developed the papules. The papules were described as being really itchy and the physician thinks that they are the result of her mother having an allergic reaction. Physician gave pt oral antihistamines and prednisone. It is unk if the pt has recovered from the events. The physician is the daughter of the pt. No concomitant medications or medical history reported. No further information reported.